Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 169,000 joules has been expended the fiber started forward firing. There were no stones present in the prostate and no courtesy messages were displayed. It was indicated that the fiber tip was intact. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the report of forward firing was confirmed as visual examination of the fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The circumferential fracture likely occurred due to continuous elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg to 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge, which may likely result in forward firing. The glass cap had some devitrification at the output window and charred detritus adhesion on surface. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of additional breakages along the length of the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with a fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 169,000 joules has been expended the fiber started forward firing. There were no stones present in the prostate and no courtesy messages were displayed. It was indicated that the fiber tip was intact. A second fiber was used to complete the procedure with no clinical consequences to the patient.